Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical tests did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies in the lead body. The reported events of high pacing impedance and failure to capture were not confirmed.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance and loss of capture. The right ventricular lead was removed and replaced. The patient was in stable condition.